Manufacturer narrative:
Submit date: 11/09/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause may be due to over catheter length insertion. The insert manual indicates to estimate insertion depth, use the tube to measure the distance from the tip of the patient¿s nose to the earlobe and from the earlobe to the xiphod process for gastric placement. This measurement determines the tube length; therefore, if the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. The personnel involved in the process were notified about the reported condition. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigations is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the probe was kinked. No injury reported.